Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump was received with scratches on the display window.

Event description:
Customer's wife reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 504 mg/dl. Customer treated their high blood glucose with insulin shots. Troubleshooting for keypad anomaly was performed. Customer advised the buttons were all unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.